Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the device needed to be replaced. The reason was unknown and the rep had no further information to provide. The patient's indication(s) for use were unknown.